Manufacturer narrative:
Follow up with the patient indicated that the patient was diagnosed with lymphoma prior to the implant in 2004. The chemotherapy used to address the lymphoma is suspected to have led to the stroke. The patient has been discharged from the hospital and is currently regaining mobility. The patient will turn the device back on once fully recovered.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was hospitalized due to paralysis from a stroke. The stroke was not suspected to be related to the device or therapy. Nevro attempted to obtain a medical assessment regarding the symptoms but no additional information was available.